Event description:
It was reported that the patient experienced recurrent low glucose following lunch meal announcements while using the ilet bionic pancreas, including a documented glucose of 48 mg/dl after a lunch announcement, with the caregiver noting that other meal announcements and insulin delivery pausing were not problematic. Symptoms included hypoglycemia with headaches. Outcomes included the need for oral glucose treatment. Investigation included troubleshooting and education with transfer to clinical support for further guidance. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.